Event description:
Info received indicates the head hi/low function is drifting.

Manufacturer narrative:
After replacing the trend and head hi/low down valves, the tech replaced the hydraulic manifold to repair the bed.